Event description:
It was reported that bd unknown intima ii leaked at septum (B)(6) 2025 at 16:05 due to the 23 bed children with indwelling needle oozing, need to re-puncture, the nurse for its re-puncture, in the puncture into the needle after the discovery of blood directly from the seat of the indwelling needle oozing, the nurse judgment immediately after the indwelling needle out, re-replacement of the indwelling needle once again puncture. Repeated puncture increases the child's pain, secondary damage to the vein, the child's family has a strong opinion, the nurse can only do a good job to appease the work.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
Correction: following the submission of the initial MDR, it was determined that the device reported in the initial MDR was incorrect. The correct device involved in the event reported in the initial MDR is a pegasus device which is exempt from us MDR reporting as this device is sold outside of the us and is not similar to bd devices registered or sold in the us. The associated initial MDR will be void.

Event description:
Correction: device reported in the initial MDR is incorrect. The correct device involved in the event reported in the initial MDR is exempt from us MDR reporting.